Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 catalog. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient had the corail prosthesis with the duraloc acetabular component for 20 years, cases of wear of the insert have appeared, with the cup being well fixed. The revision plan is to replace only the duraloc acetabular insert with ring because duraloc shell is okay.

Manufacturer narrative:
Product complaint # (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. H3, h6: the product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photographs attached were reviewed, however they do not represent the reported complaint. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed. The overall complaint was not confirmed as the photographs provided are not representative of the reported complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.